Event description:
Allegedly, an obese pt with venous stasis disease attempted to exit the bed from the side and sustained two cuts to their leg on a plastic tie wrap used to attach a piece of plastic to the side rail. It was reported that stitches were required to close the cuts.